Event description:
It was reported that during an unknown procedure during the installation of the ultrasonic knife, it was found that the wires were damaged and could not be disassembled. Changed to another device to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. D4 batch #: a9cn3c. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with the end cap dislodged from the housing. Additionally, it was received attached to a focus devices. No functional testing could be performed due to the device receiving condition and we have not been able to further investigate the reported issue. It is possible that this issue could have caused the issue reported. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch a9cn3c, and no non-conformances were identified.